Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investiation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2022, and the cause of death was not provided. According to the account's perfusionist, the patient's outcome was not device-related. No additional information was provided due to privacy laws. It was reported that hm3 lvas, (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.